Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.0x24mm synergy ii drug-eluting stent was selected for use. However, when the device came out of the box, it was noted that the portion of the stent pushed down and the distal end of the stent was elongated. No patient complications were reported.